Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (connect belt messages, service code) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor reported that a patient was receiving connect belt messages and had received a service code.